Manufacturer narrative:
The device was in use for treatment. The lead was implanted for approximately 19 years, 3 months; it was capped, and will not be returned for evaluation. As a result, the allegations against this lead (threshold elevation) cannot be confirmed. No adverse patient effects were reported. Qa is unable to review the device history records (DHR) for this lead model as it is beyond oscor's record retention procedure and may be destroyed. This lead is no longer manufactured. Based on this information, a CAPA is not required. Oscor will continue to monitor this lead for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. A review of the permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
The customer reported battery change on a patient at eol (end of life) pacer dependent. Rv threshold is marginally high. Was at this value since implant of the device 1.75-1.8 v at 0.4 ms. On (B)(6) 2017 - the customer received additional information the physician is planning on doing a battery change on the patient. On (B)(6) 2017 - the customer received additional information, a trac form that was submitted indicating that this right ventricular (rv) lead was surgically abandoned due to product performance issue. Further, a per form was received in which it indicated that this rv lead was surgically abandoned due to muscle stimulation.